Event description:
It was reported the patient's blood glucose level rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod was returned and evaluated. The soft cannula was not observed to be bent, kinked or otherwise damaged. Download data showed no timeouts or drive stalls and no alarms were generated. The top housing was observed to be cracked. The timing and cause of the damage could not be determined. There is no indication this damage had any affect on the functionality of the device. No other damages or defects were observed during the investigation.